Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another company model lens 8 months following the initial procedure. Clinical reason for explant was mentioned as positive dysphotopsia. Additional information has been received that there was no patient harm.

Manufacturer narrative:
Additional information provided in h.3. And h.11. The reporter stated the company model 11.0 diopter iol was replaced with a noncompany model 11.0 diopter iol. The root cause for the reported complaint could not be determined. The exchange from a company model 11.0 diopter iol (intraocular lens) to noncompany model 11.0 diopter iol may suggest that the replacement lens was an improved choice for the patient vision needs. The manufacturer internal reference number is: (B)(4).